Event description:
An unknown aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. The vessel is severely angulated with disease progression. It was reported that the patient was seen for a follow-up and the CT demonstrated that the stent graft had migrated 2.25 cm resulting in a type I emdoleak. The reverse taper aortic neck measured 22 mm in diameter below the renal arteries to 27 mm in diameter at the distal portion of the aortic neck which contributed to the migration of the stent graft. The physician has elected to treat the patient with another manufacturer's stent graft on an unknown date. No additional clinical sequelae were reported and the patient is reported to be fine.